Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and corrections. Updated fields: d8, h3, h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality and cable malfunction. Based on the results of the investigation, the cause of the reported malfunction collapsed camera head was traced to be a component failure due to cable on the head side is crushed. While the cause of the additional malfunction poor quality image was a cable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head collapsed during maintenance. There were no reports of patient involvement.